Event description:
A hospital in (B)(6) reported that the feedset tube of an mr290 autofeed humidification chamber broke free from the spike. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the feedset tube of an mr290 autofeed humidification chamber broke free from the spike. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed a break at the feedset tubing where it is inserted into the spike. The surface at the break was rough and not smoothly cut. A lot check revealed no other complaints of this nature for lot number 110413. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome, possibly due to the feedset being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).